Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo a lead replacement procedure due to high impedances.

Manufacturer narrative:
(B)(4). The returned lead was analyzed and the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed six cables were completely broken at the bent, kinked location of the lead, approximately 7 cm from the paddle end of the lead, where the lead appears to have been sutured. No cables are exposed at the fracture site. A review of the device history record revealed no anomalies when the lead was manufactured.

Event description:
A report was received that the patient will undergo a lead replacement procedure due to high impedances.